Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is serious: because sometimes, surgical intervention is needed to remove a catheter whose balloon fails to deflate. Reported to the FDA on 02/28/2013. Note: the actual date of event is unknown, so the date used was the date we became aware.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). Complaint received as follows: "balloon difficult to deflate. The hospital are using a cotton bud to open the valve or they have to cut of the balloon."